Manufacturer narrative:
Analysis of available expertise data confirmed the reported behaviour, unexpected session interruption was observed. In addition, a freeze was observed during the real time test. The root cause of the observed session interruption could not be determined. The observed freeze most probably resulted from an inappropriate refresh of the programmer module. It should be noted that a normal functioning was restored following the observed events.

Event description:
Reportedly, several adverse events occurred during one follow up pacemaker interrogation: -interrogation/session stopped and quit during screens navigation back to the home screen with "interrogation" button. Then during the second attempt of interrogating the same pm, real time egm were performed and the stop button didn't appear. Instead a grey start button was displayed. Several manipulation were necessary to access the stop button back.

Event description:
Reportedly, several adverse events occurred during one follow up pacemaker interrogation: -interrogation/session stopped and quit during screens navigation back to the home screen with "interrogation" button. Then during the second attempt of interrogating the same pm, real time egm were performed and the stop button didn't appear. Instead a grey start button was displayed. Several manipulation were necessary to access the stop button back.